Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.

Manufacturer narrative:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. The cause for the failure was isolated to damaged connector pins in the trunk cable. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged belt.